Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer checked all rinse and probe adjustments. The probe adjustment was fine. The rinse and the gear pump pressure were adjusted. The customer has not reported any further issues. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas c 303 analytical unit. The sample initially resulted in a glucose value of 9 mg/dl and it repeated as 82 mg/dl. The repeat value was considered correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.